Manufacturer narrative:
(B)(4). Additional information: was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no. The instrument was returned for analysis intact but without the spacer on the device. The device returned had a cut in the balloon. Blood on the device indicates the device has been used. The shape and location indicate a cut by a sharp instrument. The batch history records were reviewed by clinical innovations with no anomalies noted.

Event description:
It was reported that before an unknown procedure, the device balloon was burst when the device function was checked outside the patient. Other devices were used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested: did the issue occur pre-operative or intra-operative? Pre-operative. Was this the initial use of the device? How long has the surgeon been using this device? What other devices were used in conjunction with the device? Was the sales rep present during the event?